Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital reporting symptoms of weakness, dizziness, and syncope. It was reported that the patient was in an isorhythmic dissociation. The atrium was pacing at 60 beats per minute (bpm) and the ventricle was pacing at 63 bpm. Boston scientific technical services (ts) discussed rythmiq functionality. There were no electrogram (egm) strips to review. Requests for additional information were made, however unsuccessful as patient identifiers are not known. No additional adverse patient effects were reported. The system remains in service.